Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), rash ("rashes"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (laparoscopy converted to exploratory laparotomy supra-cervical hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, rash, menorrhagia, anxiety and depression had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and rash to be related to essure. The reporter commented: patient sought treatment on multiple occasions for these symptoms. Patient still continues to experience symptoms caused by the essure, including pain and rashes and will likely have to undergo future surgery for relief from for essure related symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure in good position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("unsatisfactory post essure confirmation test with probable right device perforation"), pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") in a 29-year-old female patient who had essure (batch no. 919031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, irregular periods and anemia. Concurrent conditions included vaginal odor, sweating, vaginitis bacterial, cramp in lower abdomen, fibroids, menometrorrhagia and fibroids. The patient also had a family history of diabetes (grandmother (maternal)) and blood pressure high. Concomitant products included cardiovascular system, ethinylestradiol;levonorgestrel (aviane), norethisterone (micronor) and norethisterone acetate (norethindrone acetate). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced urinary tract infection ("infection: urinary tract / infection (bladder / urinary tract / vaginal) - type: urinary tract"), 1 month 25 days after insertion of essure. On(B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On 1-jan-2013, the patient experienced pelvic pain (seriousness criteria medically significa(B)(6) nt and intervention required), the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"), mood altered ("hormonal changes: moody") and the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"). On 1-jan-2015, the patient experienced pollakiuria ("bladder or urinary problems or changes: frequent urination"). On (B)(6) 2015, the patient experienced urticaria ("allergic or hypersensitivity reaction: hives / rashes or skin conditions: hives") and pruritus generalised ("rashes or skin conditions: continuous itching"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), rash ("rashes"), anxiety ("anxious"), depression ("depressed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation, operative laparoscopy converted to ex-lap supra-cervical hysterectomy and laparoscopy converted to exploratory laparotomy supra-cervical hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, mood altered, vaginal haemorrhage, urticaria, urinary tract infection, pruritus generalised, pollakiuria, the last episode of dysmenorrhoea, vaginal discharge and abdominal pain outcome was unknown and the pelvic pain, menorrhagia, rash, anxiety and depression had not resolved. The reporter considered abdominal pain, anxiety, depression, menorrhagia, mood altered, pelvic pain, pollakiuria, pruritus generalised, rash, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: patient sought treatment on multiple occasions for these symptoms. Patient still continues to experience symptoms caused by the essure, including pain and rashes and will likely have to undergo future surgery for relief from for essure related symptoms. Three to five coils were noted on each side. Discrepant information as per current pfa-she did not remove essure device. She is not currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure in good position; on (B)(6) 2012: unilateral occlusion (right tube occluded) on; on (B)(6) 2012: unsatisfactory post essure confirmation test with probable right device perforation.; on (B)(6) 2012: the left fallopian tube remains patent with peritoneal spillage.. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhea, urinary tract infection, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- hormonal changes: moody, abnormal bleeding (vaginal), allergic or hypersensitivity reaction: hives, infection: urinary tract, rashes or skin conditions: hives/continuous itching, bladder or urinary problems or changes: frequent urination, dysmenorrhea (cramping), vaginal discharge, abdominal pain. And unsatisfactory post essure confirmation test with probable right device perforation.event menorrhagia make medically significant and intervention required. Reporter information, lab data, concomitant drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (laparoscopy converted to exploratory laparotomy supra-cervical hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, pelvic pain, rash, menorrhagia, anxiety and depression had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and rash to be related to essure. The reporter commented: patient sought treatment on multiple occasions for these symptoms. Patient still continues to experience symptoms caused by the essure, including pain and rashes and will likely have to undergo future surgery for relief from for essure related symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure in good position. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.